Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting skin irritation on their sites. They would get red welts and rashes. It would be itchy. They would get medication from their doctor but it would not help. It would take about 4 weeks to heal. Their blood glucose was unknown. The sensors will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Findings: unable to repeat or reproduce skin irritation in lab.